Event description:
It was reported that a patient went to the operating room for hardware removal on (B)(6) 2014 due to pain only, the fracture had healed. The patient complained of pain at the surgical site and wanted the hardware that was implanted on (B)(6) 2013 removed from her left proximal lateral tibia and from her distal fibula and medial malleolus, all hardware successfully removed. There was no surgical delay or patient harm reported and the surgery was successfully completed. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review (DHR): part number 02.118.407 made on work order (B)(4) and lot number 7127694 had no nonconformance reports (ncr). Material (B)(4), lot # 7051621, from which these parts were made had one ncr. Ncr (B)(4) was written to address a documentation error on the c of t. The incorrect heat number was documented on the c of t. Documentation was reworked by adding a corrected c of t to the DHR. This error would not contribute to the complaint condition. Certificates were corrected. Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.